Event description:
The complainant reported the patient was on impella cp support, and during support, waveforms became decoupled and persistent suction on every power level occurred despite confirmed position, preload, and tv function. The pump was replaced and there was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of optical signal issue and low pump flow has been completed. The impella device was not returned for evaluation. Based on the clinical details provided and the nature of the motor current shift seen in data logs, the root cause of the optical signal issue was determined to most likely be due to a suction condition. It is unknown what caused the pump to go into a suction condition based on the clinical details provided. Since clinical details provided were limited, data logs did not show a definitive cause, and product was not returned for investigation, the root cause of the low pump flows could not be determined.